Event description:
A (B)(6) female pt contacted zoll customer support to report that her monitor gave the message that the device could not be used and to contact support. While troubleshooting, the pt reported that the monitor was not powering on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (device cannot be used / does not power on properly) is still under investigation. As received, the monitor powered on but began to reset. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.